Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported an error message occurred during aspiration. During the use of an angiojet® zelantedvt¿catheter in a thrombectomy procedure in the femoral vein, an error message occurred and the procedure could not be continued. The error message indicated the pump clamp was moving and the catheter had to be removed from the console. Additionally, the drainage bag had to be repositioned, the catheter was reloaded and the console was reset multiple times. However, they were still unable to continue the procedure. The procedure was completed with a different device. No complications were reported and the patient status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing showed that the blue vent that is attached to the bag spike was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported an error message occurred during aspiration. During the use of an angiojet® zelantedvt¿ catheter in a thrombectomy procedure in the femoral vein, an error message occurred and the procedure could not be continued. The error message indicated the pump clamp was moving and the catheter had to be removed from the console. Additionally, the drainage bag had to be repositioned, the catheter was reloaded and the console was reset multiple times. However, they were still unable to continue the procedure. The procedure was completed with a different device. No complications were reported and the patient status was okay.